Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. During troubleshooting with tandem technical support, the issue was resolved. Customer's blood glucose was 110 mg/dl.